Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria results from the product history record review indicated the product met released criteria. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient was diagnosed with staph marginal keratitis, 1 day following bilateral lasik surgery, and was treated by increasing the topical steroid dosage. The patient did not report any symptoms. In a follow up the optometrist reported is not likely that the device caused or contributed to the event, it is likely a lid condition. There are two medical device reports associated with this event. This report is for the left eye.